Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was hospitalized from (B)(6) 2017 due to fluid overload.

Manufacturer narrative:
Clinical investigation: a temporal relationship likely exists between the liberty cycler and the patient¿s abdominal pain with concomitant constipation with subsequent hospitalization revealing hypervolemia with pulmonary edema. A causal/contributory association between the liberty cycler and the patient¿s abdominal pain and fluid overload cannot be excluded based on the available information in the complaint file. However, the possibility also exists that the patient's constipation may have been a contributory factor in the fluid overload event whereby constipation can be attributed to problems with outflow of pd effluent due to colon distention effects of the pd catheter.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was hospitalized from (B)(6) 2017 due to fluid overload.